Event description:
In 2007 at 7:13am, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultra meter will not turn on. The complaint is classified based on the documentation of the customer care advocate (cca). Since the reported issue started three days before, at 5pm, the patient has been able to use her meter. The patient has not tested on any other meter. The patient has been taking her usual dose of diabetes medical (40 unit of nph in the morning, 20 units of regular during the day, and 20 units of nph at night). After the reported issues began, the patient allegedly developed symptoms of "blurred vision." The patient denied requiring medical intervention due to the reported issue. The reported issue was resolved during troubleshooting. The meter turned on with the power button and when the test strip was insert into the meter. This complaint is being reported because the patient develope symptom suggestive of hyperglycemic after the reported issues started. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.